Event description:
Procedure type: thoracic and cardiovascular. According to the reporter: and an intrathoracic cavitary mass formed due to the erosion into the lung parenchyma eight years after the lung resection.

Manufacturer narrative:
(B)(4)